Manufacturer narrative:
Investigation summary: a video was provided where fluid was seen dripping down the spiros. Received one (1) used ch3187 bifuse add-on set connected to one (1) used ch-14 and various mating devices. A stick down was observed on the ch-14. The ch3187, ch-14, and mating devices were leak tested per product specifications. There was leakage from the ch-14. There was no leakage on the ch3187. The reported complaint was unable to be replicated or confirmed on the ch3187. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 15" (38 cm) appx 5.2 ml, bifuse add-on set w/bag spike, spiros¿, 3 clamps (blue, red, white), dry spike adapter where a chemo leakage from spiros during infusion was reported. There was patient involvement, and no patient harm/adverse event reported. There was no delay in critical therapy.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.